Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and found the error codes in the alarm logs. However they was unable to duplicate the customer reported malfunction of device inoperable. No components were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated a "safety valve open" alert message, and became inoperable. The patient was transferred to another ventilator without harm.